Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing on presenting electrogram (egm). Technical services (ts) reviewed the report and confirmed undersensing. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing on presenting electrogram (egm). Technical services (ts) reviewed the report and confirmed undersensing. This lead remains in service. No adverse patient effects were reported. Additional information, device was reprogrammed with an increased sensitivity. Patient's following device clinic was notified of the change.